Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) reported that the customer experienced an error on the machine during the refill process, which caused the technician to be logged out. Additional details were requested by technical support for further investigation. The customer later confirmed delays due to transition to omnicell and that the machines had already been switched over. Follow up verification confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had computer error and requiring the specified child visual to be disconnected from the current parent visual before attaching it to a new parent visual. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.